Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain at the back right side of the skull, following the use of transcutaneous electrical nerve stimulation (tens) for physical therapy performed on the pt's right knee. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.